Event description:
During two separate surgical procedures, a kirschner wire (k-wire) broke inside the patient's toe during use. The broken wire was not retrieved or preserved. Lot number could not be confirmed and the product expiration date was unavailable.

Manufacturer narrative:
N/a.

Manufacturer narrative:
A guide pin fractured during an intraoperative procedure. According to the reporting healthcare facility, a small fragment remained inside the bone. The surgeon stated that the retained fragment did not impact the clinical outcome, and the procedure was completed as planned. The final implant was successfully placed without complication. The device involved in the event was not returned. As a result, no visual inspection, functional testing, could be performed. Based on the information provided, the cause of the fracture could not be determined. No patient harm was reported, and no further action was required.

Event description:
During two separate surgical procedures, a kirschner wire (k-wire) broke inside the patient's toe during use. The broken wire was not retrieved or preserved. Lot number could not be confirmed and the product expiration date was unavailable.